Manufacturer narrative:
Patient ID not provided/unknown. (B)(4). Patient's weight not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the abutment screw (uniht) fractured inside of the implant. The implant had to be removed. Tooth location 25.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed signs of wear at the threads, and it is completely wrapped in bone tissue. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is confirmed. No device lot number was provided for the screw so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.